Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D10: concomitant device: dental implant: tsvt6b8, imp,tsv,6.0,8,mtx,mg, lot#, 1239877. D10: therapy date: (B)(6) 2021. G4: PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #14 was removed because the healing collar/dental abutment fused onto the implant.

Manufacturer narrative:
Zimvie received one (1) hc565, (heal collar 5.7x6.5, 5mm) for evaluation. Visual evaluation of the as returned product identified signs of use, wear. A functional test performed, to recreate the reported event verified the healing collar does not disengage from the implant. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (hc565) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hc565) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The customer did not submit images for the reported event. Iifu review: documents reviewed: dental healing collar, (surgical cover) screw, temp.gingival cuff & temp.abutment for implant system - 9658 rev. 2 - 10/19; breakage; page 2. Information identified: "warnings." Based on the investigation and risk management file review as per rmf rm-00057-haz rev.18, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, and functional testing the device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the healing collar was fused to the physical implant, not the analog.